Event description:
It was reported that the patient underwent a revision. When the surgeon went to remove the pump, the catheter came out fractured. The distal end of the catheter was not seen. The distal catheter was located with fluoroscopy. The catheter was "kinda coiled up encapsulated down in the intrathecal space". A new pump and catheter were implanted. The drug (morphine 30 mg/ml) were removed from the old pump and put into the new pump. There was no volume discrepancy noted when the drug was withdrawn from the old pump. The patient was programmed at 23.002mg/day using complex dosing.

Manufacturer narrative:
Results: refers to the catheter.